Event description:
It was reported that the customer was hospitalized due to high blood glucose levels between 800 and 1000 mg/dl. The customer was also vomiting. The caller declined troubleshooting at the time of the call. The caller stated that someone already checked it to make sure it was working properly. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.